Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the hospital because he was concerned about having an infection near his scs ipg site. Follow-up identified the patient was admitted to the hospital for treatment and was prescribed antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was seen by his physician due to ongoing drainage at the ipg incision. The next course of action has not been determined.